Event description:
It was reported that pump displayed altitude alarm and insulin delivery was suspended. The customer's blood glucose level was 198 mg/dl. There was no adverse impact to the customer's blood glucose level. Customer removed obstruction from speaker holes, cleaned area as instructed, reinserted cartridge, and successfully resumed insulin after waiting; alarm did not recur, pump returned to normal operation, and technical support provided guidance to prevent future altitude alarms.